Event description:
Procedure performed: vnotes. Event description: I wanted to let you all know of a vnotes case on (B)(6) 2026 with dr. [Name] at [hospital] where tissue entrapment occurred. Dr. [Name] identified that tissue was trapped after placing the v-path. The surgeon decided to free the entrapped tissue while the v-path was placed using smooth bowel grasper manipulation and digital manipulation with her hands between the inner ring and the pelvic sidewall. Once the entrapped tissue was freed, dr. [Name] continued and completed the case via vnotes. No patient injury was reported. We are reporting this as a complaint because entrapment occurred and pulling entrapped tissue from under the retracted alexis has the potential to cause tissue damage. Additional information provided by [company representative] via email on 30apr2026: tissue was trapped between the inner ring and the pelvic sidewalls. There were no challenges with the patient's anatomy, but the v-path was placed post-hysterectomy. Type of intervention: once the entrapped tissue was freed, dr. [Name] continued and completed the case via vnotes. Patient status: no clinical impact. The patient is fine.

Manufacturer narrative:
The event unit is not being returned for evaluation, and no lot number has been provided to applied medical. A follow up report will be provided upon completion of the investigation.